Manufacturer narrative:
During the servicing of an excel bariatric bed frame, the CPR cable was found to be disconnected. A hill-rom technician reconnected the cable. The bed operated properly after the cable was reconnected.

Event description:
During the servicing of an excel bariatric bed frame, the CPR cable was found to be disconnected. A hill-rom technician reconnected the cable. The bed operated properly after the cable was reconnected.